Event description:
It was reported, the patient was admitted to the emergency room on the date of report or the date prior with headache and fevers which "looked like" spinal meningitis or pneumonia. Later that day, the patient was being worked up for questionable meningitis. It appeared the physician was ruling it out with a spinal tap and looking into other causes. The patient was started on antibiotics and was responding. At the time of report the physician was not changing anything with the pump or explanting it. It was also noted the patient had an MRI. The device system was used to deliver dilaudid, clonidine, and bupivacaine.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID, 8 596sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).